Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the first firing the clip was firing in the wrong direction. It was firing to the left instead of coming out straight. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Broken jaw ramp. The analysis results found that the el5ml device was received with a broken jaw ramp. This condition would not allow the jaws to collapse in order to form the clips. Due to the returned condition of the device no functional test could be performed to evaluate the reported incident. The damage at jaw ramp is most likely occurring when torque is applied to the end effector which is preceded from a potential pre-surgery device cleaning process. No incident related to the reported event was observed during the batch record review.